Event description:
It was reported to boston scientific corp in 2009, that a radial jaw 4 single use biopsy forceps large capacity was used during an egd (esophagogastroduodenoscopy) with biopsy procedure performed three days prior. According to the complainant, during the procedure, the hinge of the forceps device came off in the pt's stomach. The physician retrieved the fragment indicating that it may have caused pt complications had it not been removed. The procedure was completed with another radial jaw 4 single use biopsy forceps large capacity. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the complaint device failure analysis, if from that review further relevant info is identified, a supplemental medwatch will be filed.